Manufacturer narrative:
Patient information is not available for reporting. Additional product codes for this report include hwc. Device broke intra-operatively and was not implanted or explanted. Additional manufacture dates include february 16, 2015 (non-sterile part). Investigation could not be completed and no conclusion could be drawn as no device was returned. Device history review: part 04.112.109s ¿ lot 9395895 (sterile). Manufacturing site: (B)(4). Manufacturing date: march 9, 2015 - expiry date: february 1, 2025 this complaint is assessed as not related to sterilization. Thus, the documents for the corresponding non-sterile were reviewed. No ncrs were generated during production. Review of the device history record showed that there were no issues during the manufacture of the product that would contribute to this complaint condition. Part 04.112.109 ¿ lot 7789869 (non-sterile). Manufacturing site: (B)(4) ¿ manufacture date: february 16, 2015. (B)(4) manufactured the ti lcp postlat dstl fibula plate. The parts were inspected and conformed to synthes inspection sheets. The parts were released february 16, 2015. No non-conformance reports (ncr) were generated for this lot. Device used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes (B)(4) reports an event in (B)(6) as follows: it was reported that the distal part of the reported plate was broken upon first bending application during a distal fibula fracture surgery on (B)(6) 2015. The procedure was prolonged for ten (10) minutes. No patient harm was reported. This report is 1 of 1 for (B)(4).